Manufacturer narrative:
Phone number: (B)(6). Zip code: (B)(6). Facility name: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Medical staff reported a ruptured device. The device was explanted and replaced with a non-allergan device. Right side.